Event description:
It was reported by the patient that the carelink monitor was unable to complete the send phase of the remote transmission. The monitor was replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Correction: model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient that the carelink monitor was unable to complete the send phase of the remote transmission. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.